Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Microsensor was used in ortho hip case where it is used to confirm the pulsatile for blood supply in the femoral head. Waveform was found to be inverted. Like for like microsensor was replaced and case went ahead with no issue. Unfortunately faulty microsensor cannot be recovered for testing. Five minutes delay, no adverse event reported.

Manufacturer narrative:
(B)(4). Review of manufacturing records found that the device met specification when released to stock.